Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed reprocessing was performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope air/water channel blocked during a gastroscopy diagnostic procedure. During inspection and evaluation, the nozzle had foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a chip on plastic distal end cover, insulation resistance value at distal end does not meet specifications, due to clogging of nozzle, air supply volume does not meet specifications, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of lock engagement lever, up/down knob cannot be locked securely, objective lens has a crack, light guide lens has a chip, adhesive on bending section has wear, and switch button 1 has a cut. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that the facility did not flush air/water nozzle with detergent solution. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.